Manufacturer narrative:
Initial and final MDR (B)(6) - MDR 3003442380-2024-07191 - device 1 of 6 e1: patient country: united states

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced an issue with six infusions set cannulas were not inserted into body all the way. The issue was noticed within 3 hours of insertion. The insertion site was abdomen. The blood glucose level at time of event was high and valued as 300-445mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.